Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) arrived at the customer's site and conversed with the customer's biomed and multiple individuals in the cath lab during two visits on the same day. In each case, the customer was unable to identify the initial reporter of the issue, and no complaint had been forwarded to the customer's biomed per the customer's protocol. The stm followed up with additional calls the next day and was told that the customer was unable to identify the individual who had called in the issue. The customer checked with both ICU areas in the hospital and no problems could be found. Subsequently, the stm followed up with the customer again at a later date and the customer stated that they have not encountered any problems since the initial complaint and have used each of their iabp units since the reported incident. No iabp unit could be identified to have had a reported issue with the battery. (B)(6).

Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) only displayed one light on the battery and would not charge despite being plugged in. The customer removed the battery and stated that it still would not charge. It was noted that the iabp unit ha been plugged in all night and the other battery looked normal. When installed, the battery did not show up on the screen indicating that it was in the iabp unit. There was no patient involved an no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint.

Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) only displayed one light on the battery and would not charge despite being plugged in. The customer removed the battery and stated that it still would not charge. It was noted that the iabp unit ha been plugged in all night and the other battery looked normal. When installed, the battery did not show up on the screen indicating that it was in the iabp unit. There was no patient involved an no adverse event was reported.